Event description:
It was reported by the rep that when the device was used durng an unknown procedure, it would not open. Opened another device to complete the case. There was no consequence to patient.